Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis (fa). The instrument was found to have a broken instrument tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. There was no material missing as a result of the break. Additional observation(s) not reported by site: the instrument was found to have a broken distal main tube. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the single port monopolar cautery instrument was found to have a broken tip. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.